Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon evaluation, the monitor belt receptacle was damaged. The cause of the inability to complete testing is the damaged belt receptacle. The root cause of the damaged receptacle is physical abuse. No adverse event resulted from the damaged receptacle.

Event description:
A us distributor returned a monitor indicating that it could not complete incoming functional testing.